Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva catheter separated. The following information was provided by the initial reporter: I had a very unfortunate event happen to a pt yesterday who was coming in a sensitive issue the nurses poked her 2 times then called us. I successfully placed a 20 g 1.75 went to flush it and noticed blood running down her arm. I took the dressing off and noted that the IV tubing was completely separated form wings of the catheter. Yes, an adverse event happened. Pt had previously been poked 2 times before they called us. I successfully placed a 20 g 1.75 went to flush it and noticed blood running down her arm. I took the dressing off and noted that the IV tubing was completely separated form wings of the catheter. The patient was extremely upset that not only had she been poked now 3 times, but we needed to poke her again.

Manufacturer narrative:
In response to the event reported by your facility, a device history review was conducted for lot number 4276209. Our records show that this is the only instance of this issue occurring in this production batch. Six nexiva units were received for evaluation, five of which were sealed and one unsealed. Visual inspection of the sealed units confirmed proper adhesive bonding between the extension tubing and catheter adapter, with no damage or defects observed. The unsealed unit exhibited evidence of use and was received with the extension tubing completely separated from the adapter. No signs of cutting or tampering were observed, and uv light inspection revealed insufficient adhesive at the bonding site. Based on the results of this investigation, the reported complaint of tubing separation was confirmed and determined to be manufacturing-related. To prevent future occurrences of this event our engineers have issued a notification to the appropriate personnel of this occurrence.

Event description:
No new information,